Event description:
Cannula surface is not even and identified some substance

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, no fm was observed on both the catheter and cannula but have observed needle pierced through catheter. Foreign matter based on attachment b, it was indicated that the black fm was removed by the end user with alcohol swab. As such, unable to perform further evaluation to the foreign matter type. Actual root cause could not be determined. Current control there is outgoing inspection and hourly in-process inspection in place to check for foreign matter at the assembly process. There is also a 4-hourly housekeeping in place per mfg-008/bc to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). Needle pierced through catheter the assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during needle cover removal if not done carefully. Current control there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter and catheter damage.

Event description:
It was reported that bd angiocath plus foreign matter is identified on the catheter.the following information was provided by the initial reporter: cannula surface is not even and identified some substance.

Manufacturer narrative:
Batch numbers provided: batch number [3292621, 3279825, 3237904] was not found for material number [382412] character limit is exceeded: 82 gumi-ro 173beon-gil, bundang-gu, seongnam-si a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.